Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, in order to remove the abutment prior to conversion of baha to cochlear implant due to progressive hearing loss. The conversion is planned but has not taken place at the time of this report.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. The experience of the recipient not getting enough gain with the baha system can be the result of many things. One reason can be a natural decrease in the recipients hearing. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.